Manufacturer narrative:
Evaluation of the returned px slim confirmed that the catheter was fractured. Further evaluation revealed that the distal fractured segment was on the packaging mandrel. If the distal tip of the px slim is forcefully gripped or pinched during retraction of the packaging mandrel from the catheter prior to use, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the external carotid artery (eca) using a px slim delivery microcatheter (px slim) and a guidewire. During the procedure, while advancing the px slim over the guidewire, the physician noticed under fluoroscopy that the tip of the px slim was missing. Therefore, the px slim was removed by pulling it out along with the guidewire. The tip of the px slim was later found on the back table by the physician and it had detached during preparation for the procedure. The procedure was completed using a new px slim. There was no report of an adverse effect to the patient.